Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas observed the patient sample process and found the customer was inverting and laying the sample tubes down after the tube was spun. The tas verified all alignments and performed integrated multisensor technology (imt) cleaning. The cause of the discordant, sodium, chloride and potassium results is due to sample handling by the user. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium and chloride results were obtained on three patient samples and discordant potassium results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were not released to the physician(s). The customer repeated the same samples on the same dimension exl 200 instrument twice, resulting within the expected clinical range. The customer reported out the second repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium, chloride and potassium results.